Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken conductor wire at the weld joint at the monopolar yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised, and the conductor wire damaged around the weld location. Heavy black char marks also resided where the wire was broken. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook ((B)(4)) associated with this event has been performed. No information was available pertaining to tool history. A review of the system log for sh2373 associated with this event has been performed. There was no information was available pertaining to the instruments used for system sh2373, indicating that the system may have not been connected to the network on the reported event date. A review of the submitted image of the instrument revealed that the distal clevis appeared to have experienced some charring. The internal charring can be caused by fluid reaching the inside of the clevis and creating an arcing pathway with the energy being passed through via an exposed wire, forming smoke in the process. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. In addition, there was evidence of arcing/charring found on the returned instrument during failure analysis. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, smoke was observed from the ceramic part of the permanent cautery hook (pch) instrument upon monopolar cautery energy activation. There was no report of fragment(s) falling inside the patient. The instrument was replaced with a backup instrument of the same kind. The procedure was completed with no reported patient harm, adverse outcome, or injury. There was no surgical procedure delay due to the issue. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no damage found on the instrument prior to use. The surgeon was dissecting patient tissue with monopolar energy (valleylab esu settings cut: 40 and coag: 40) when the event occurred. The surgical staff noticed there was smoke from the instrument tip when it was in contact with the tissue and alleged arcing of electrical energy. There was no report of instrument or tool collision, and the instrument was not removed during the surgical procedure. The fenestrated bipolar forceps (fbf) instrument was also in use at the time of the issue. The surgeon believed the incident was caused by a defective instrument. The patient has not returned to the hospital due to post-surgical complications as a result of the event. The customer did not provide a video recording of the procedure or the requested patient demographic information.